Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shutdown after the customer went swimming with the pump on. There was no impact to the customer's blood glucose levels. It was indicated that an alternate pump and/or manual injections were available for diabetes management.